Event description:
The spouse of the patient reported that they are having a problem with their device, and that they are deteriorating rapidly. The spouse of the patient was redirect to a manufacturer representative (rep). The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.